Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints the pacemaker was quite painful. Upon examination, it was observed the pacemaker had migrated from its original position. The pacemaker was successfully repositioned without issue. The patient was recovering and stable.